Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim during use, the nurse notices that the needleless closed infusion connector is clogged, preventing the administration of medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No 2000e china sample was available for investigation. The customer reported that the affected sample was from lot 24025030 and that "the needleless closed infusion connector is clogged, preventing the administration of medication." As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed that there was an occlusion of flow with the huafu syringe and smartsite set-up. Note that the customer also reported that the connection was with the "zhejiang kangkang syringe" in the additional feedback. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24025030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.